Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range right atrial (ra) pacing impedance measurement of less than 200 ohms. There were some stored events due to noise. No syncope or pauses greater than 3 seconds noted. This patient is pacemaker dependent for the atrial. Additionally, the device was reprogrammed to have atrial sensing changed in unipolar with decreased sensitivity value. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Additional information to field b5 - describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range right atrial (ra) pacing impedance measurement of less than 200 ohms. There were some stored events due to noise. No syncope or pauses greater than 3 seconds noted. This patient is pacemaker dependent for the atrial. Additionally, the device was reprogrammed to have atrial sensing changed in unipolar with decreased sensitivity value. No adverse patient effects were reported. This device remains in service. Additional information was provided on 22jun2021, this pacemaker was electively replaced due to nearing elective replacement time. No additional adverse patient effects were reported. This device will not return for analysis.